Manufacturer narrative:
Device evaluated by MFR: from a visual evaluation, it was found that the catheter was stuck to the packaging card inside the original unopened pouch. The packaging was found to be tight for the device and components with the dfu attached outside the pouch. Opening the pouch, it was found that the coated section of the catheter including sections of the pigtail was stuck to the packaging card (insert) which is packaged inside the pouch with the catheter. Separating the catheter from the packaging card, the white material from the packaging card adhered to coated sections of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2011.it was reported that while unpacking an 8f 25cm flexima drainage catheter, the "g" tip was stuck inside the packaging. There was no patient contact.however, product analysis revealed that material from the packaging card had adhered to the coated sections of the catheter.